Event description:
The or table had been tilted slightly to the left to accommodate partial foot amputation. Both arm boards were in place. Patient slid off left side of table and fell to the floor, sustaining a small 1mm laceration to the left forehead. No other injuries. The safety strap was in place, but the left arm board was severely bent.